Event description:
It was further reported that the patient was also revised for instability.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (exp date, UDI), g3, h1, h2, h3, h4, h6, h11. Reported event was confirmed as per medical records. Radiographs were provided and identified the following: limited evaluation of the glenoid and humeral hardware articulation secondary to superimposition. This would require additional views to fully evaluate. However, superior to the glenohumeral articulation which could represent chronically fractured bone fragments or heterotopic bone formation. Potentially, this could account for limited range of motion and patient's discomfort. Otherwise no obvious finding to account for the complaint. Medical records were reviewed and identified the following: stem stable and (retained), glenosphere and baseplate found stable, well fixed and revised, baseplate position found prominent, notching, placement of bit superior on the glenoid in light of this, a relocation to the inferior portion of the glenoid was performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to failure to follow instructions as the operative noted indicated the baseplate placement was too superior, which caused scapular notching. Per surgical technique the final construct should be checked for impingement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog#: 115310, comp rvrs shldr glnsp std 36mm, lot#: 670930. Catalog#: 118001, versa-dial/comp ti std taper, lot#: 411920. Catalog#: 180553, comp lk scr 3.5hex 4.75x30 st, lot#: 541780. Catalog#: 180553, comp lk scr 3.5hex 4.75x30 st, lot#: 472190. Catalog#: 180552, comp lk scr 3.5hex 4.75x25 st, lot#: 593030. Catalog#: 115397, comp rvs cntrl 6.5x35mm st/rst, lot#: 172790. Catalog#: 180561, comp nlk scr 3.5hex 4.75x35 st, lot#: 251830. Catalog#: 180560, comp nlk scr 3.5hex 4.75x30 st, lot#: 541780. Catalog#: 113653, comp primary stem 13mm std, lot#: 921870. Catalog#: 115370, comp rvs tray co 44mm, lot#: 577900. Catalog#: xl-115363, arcom xl 44-36 std hmrl brng, lot#: 355910. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00955, 0001825034-2024-00957. H3 other text: product location unknown.

Event description:
It was reported patient underwent left reverse total shoulder approximately 8 years ago. Subsequently about a year later the patient underwent a revision due to bone erosion (notching) ho, and poor baseplate positioning. The patient retained the well fixed stem, but revised humeral tray & bearing. Glenosphere components revised to competitor products. No further information is known.